Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed non penetrating nick assessed as surgical tool scratch like. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.